Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: ((B)(4).

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that this was a meniscal suturing performed. When the surgeon gripped the trigger of the truespan peek (228152) and was about to fire it, an implant came off. The device was the first use when the issue occurred. The complaint device was received and inspected. The implants and suture were not received along with the gun. It was observed that the needle was bent at left position. The silicone sleeve was broken into the distal part nearest the needle. When the needle became bent, the silicone sleeve could have damaged upon being fired. To test its functionality, the trigger was actioned and results that the trigger was loose; there was no tension on the handle. Therefore, the internal mechanism of the handle was not working as intended. The possible root cause for the deployed failure reported could be related to the silicon sleeve damaged or not inserting the needle to the proper depth for deployment. For the trigger loose can be related when applies to much force during deployment of the implants. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:5l81978, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number:5l81978, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via personal interaction that during a meniscal suturing performed on (B)(6) 2020. When the surgeon gripped the trigger of the truespan 24 degree peek and was about to fire it, an implant came off. The procedure was completed with a replacement without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The device is available to be returned for evaluation.